Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The stapling device was being used for the resection of the stomach tissue. The first reload fired completely and without issue. The second reload was loaded, the stapler was positioned, and the green button was pushed. The surgeon went to squeeze the handle but could not do so. A new reload was opened but the same issue occurred again. In order to resolve the issue and complete the case, a new stapler handle was used with the third reload and fired correctly. There was no patient harm. The patient status is alive, no injury.